Manufacturer narrative:
The reported events were failure to capture and dislodgement. A complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection of the lead found the helix to be extended and clogged with blood. After cleaning, the helix was able to be retracted and extended. The measured full helix extension length was within product specification. X-ray examination, electrical testing found no anomalies.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the left-ventricular (lv) lead exhibited loss of capture and was confirmed to be dislodged. As a resolution the lv lead was explanted and replaced. The patient condition was stable.